Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had pain and the global cup 44x15 was well positioned as per surgeon. Revision ultimately was due to pain. Patient was revised to a global unite. No issues with the explant. Doi: unknown, dor: (B)(6) 2018; right shoulder.